Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that during use of this pressure monitoring set with vamp plus, high pressure values were observed. Therefore, the nurses administered medication in order to reduce the pressure. Subsequently the nurse noted that the pressures from the pressure monitoring set did not correlate with a brachial cuff pressure. There was no allegation of patient injury. To date, no additional information has been able to be obtained, including patient demographics.

Manufacturer narrative:
We received one single dpt - vamp plus kit for examination. The reported event of pressure reading issue with the dpt kit was not confirmed. The dpt sensor zeroed and sensed pressure accurately on a pressure monitor. The pressure reading was stable during an 8 hour output drift test. Electrical testing showed that both input and output impedance of the dpt sensor were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the dpt kit during a pressure test. In addition, no visible damage was observed from the dpt kit. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on a monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. It is not known if some user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.